Manufacturer narrative:
The subject device was evaluated. Device evaluation found the reported issue of b30 error-scope communication was not confirmed, however, inspection found unit failed leak test due to damage seal on connector. Additionally, restriction and grinding can be felt at the coupler. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Per instruction for use (IFU), it states, "if this camera head malfunctions, do not use it. Warning: using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 17. Based on investigation results, the reported issue of b30 scope communication error was not confirmed. Possible cause may be attributed to dirty connector contacts pins to the video system center used along with the ch-s190-xz0-e camera head. Olympus will continue to monitor complaints for this device.

Event description:
Customer reported with an issue of b30 error-scope communication error. Per the report, the camera was not working. The issue was found at preparation for use. There was no patient harm or injury reported due to the event.